Event description:
The family member called lifescan on behalf of the patient and alleged the one touch basic enhanced meter would power off during use. The patient was unable to test on the meter, so went to and continues to go to the hospital to have their blood glucose checked. The reading on an unknown meter was 130 mg/dl. No symptoms of high or low blood glucose and the patient did not receive treatment. The customer care represenative performed troubleshooting and the meter powered off before the automatic shutoff. There is evidence the product malfunctioned.